Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed, based on the information recorded in the event log file. The log file was successfully retrieved from the returned system controller serial number (B)(6). And contained events recorded on (B)(6) 2021 from 9:16 am to 12:30 pm, where multiple intermittent controller internal fault alarms associated with ebb test circuit fault were recorded. The pump operation was not affected. And the system maintained the desired set speed with no interruptions. The returned system controller was functionally tested using the laboratory equipment. And the controller internal fault alarms associated with ebb test circuit fault were not able to be reproduced. The system controller operated for extended period of time, while connected to a mock circulatory loop. And there were no atypical alarms/events observed. A specific root cause for the ebb test circuit fault captured in the log file was not able to be determined. There were no further alarms reported, after the controller was exchanged. Heartmate 3 patient handbook, rev c, under section ¿alarms and troubleshooting¿ explains all alarms. And the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed. And the records revealed, the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their controller exchanged due to controller fault alarms. The alarms resolved post exchange. The patient is well and returned home. Log file analysis captured a backup battery test circuit fault on (B)(6) 2021.